Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. Patient allegation confirmed but could not be reproduced with returned product. Unrecoverable loss of connection greater than 3 hours.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log confirmed the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.